Manufacturer narrative:
The field service engineer (fse) verified the reported issue of the device gray scope connector in the basin twisted off. The component was replaced. A test cycle was then completed. There were no errors, indicating the unit is back in proper, working condition. Equipment repaired and verified according to other equipment manufacturer instructions. Software attributes were verified and confirmed. The covers of the oer-pro were not removed so an electrical safety check was not required. Evaluation is still ongoing. Supplemental report(s) will be submitted when any additional information is available.

Event description:
As reported to the field service engineer (fse) on site at the facility, the device gray scope connector in the basin had twisted off. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and based on the legal manufacturer's final investigation. The following sections were updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Based on the results of the investigation, it is likely the gray connector could not be connected as some impact was added to the connector and the connector became loose and came apart. Probable causes for the event include: accumulated stress over time which caused the connector to get loose. Unintentional impact to the connector with something hard. We could not confirm any factor from the design nor structure of the device that would cause the reported event. Per the instructions for use: ¿check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents.¿ and ¿warning -do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral device or facilities near the equipment."

Event description:
Olympus received additional information from the customer on 11may2021. The event took place during reprocessing. It is not known how the connector had twisted off; the staff is trained and experienced in the use of the device.